Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the coupling connector on the ethernet cable was damaged and replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a spinal fusion procedure. It was reported before the second surgery of the day, there was no communication between the navigation system and the imaging system being used for the procedure. A biomedical engineer (biomed) witnessed the operating room staff putting too much tension on the cable during manipulation of the navigation system. The biomed was able to make a connection. This issue occurred preoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.